Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26oct2020.

Event description:
It was reported to philips that hospital nurse pressed the power switch, "stop ventilator" on the touch screen in order to turn off the unit after finishing use on a patient, but it didn't respond well and the unit failed to turn off. The device was not in use at the time of the event. This issue was noted after the device had been used on a patient and the nurse was attempting to turn the device off. The hospital medical engineer removed the battery connector and the power cord was pulled out from a socket then the power turned off. As the unit was being checked by a sales representative, it was noted that the airflow from a blower stopped being delivered and "check vent: blower stalled" was displayed. The sales representative also found the "alarm silence" button which was not recognized disappeared. The device was collected and evaluated by a international service technician. The service technician found diagnostic error codes in the significant event log and confirmed that the power button and touchscreen were not responsive. The service technician determined the power management board needed to be replaced to resolve the issues.

Manufacturer narrative:
G4:30mar2021. B4:04apr2021. The power management board assembly was returned for evaluation. Visual inspection revealed a bent pin in j10-1b position. The condition was noted when the connector failed to seat properly. The pin was straightened before further testing to prevent new damage to returned unit. A failure investigation (fi) technician installed the power management board into a fi ventilator to duplicate the reported issue. The customer complaint was verified. Root cause was a bent pin in connector j10, resulting in the connector failing to. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:01dec2020. B4:06dec2020. The hospital medical engineer removed the battery connector, and the power cord was pulled out from a socket, then the power turned off. As a sales representative was checking the unit, it was noted that the airflow from a blower stopped being delivered, and "check vent: blower stalled" was displayed. The sales representative also found the "alarm silence" button, which was not recognized, disappeared. The device was evaluated by an international service technician. The service technician found diagnostic error codes related to: ventilator restarted due to anomalies detected during operation, backup alarm failed, auxiliary alarm supply failed, blower stalled, 35 v supply failed in the significant event log and confirmed that the power button and touchscreen were not responsive. The service technician determined the power management board (pn:1054358, sn:sb12090zk) needed to be replaced to resolve the issues.the service technician replaced the power management board, and the device passed testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.